Manufacturer narrative:
(B)(4) it was reported that a patient underwent a right sided idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: carto 3 (model# m-4800-01, serial# (B)(4)); stockert (model# m-5463-01, serial# (B)(4)); cool flow pump (model# unknown, serial# unknown); quad catheter (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent a right sided idiopathic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by transesophageal echocardiogram. A pericardiocentesis was performed and approximately 500ml of fluid was removed. The patient was reported to be in stable condition in the intensive care unit at the time this complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.